Manufacturer narrative:
E1 facility name: (B)(6). The device was not returned to olympus for inspection, and the reported failure was not able to be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic polypectomy, after squeezing a polyp with the indwell snare, the snare became stuck in the polyp. No matter what was done, it would not come off, so the control section of the hand part of snare was cut off with cutting pliers. Only the scope was removed, and the polypectomy was completed by reinserting the scope. The procedure was completed with a similar device. There were no reports of patient harm.